Manufacturer narrative:
Investigational results revealed no discrepancies found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the lens had been carried out correctly. Batch reconciliation was 100%. The inspection was performed at 10x magnification using a stereoscopic microscope. The lens was in two pieces, divided by a cut through the center of the optic. The cross-sectional inspection revealed smooth and straight edges and appeared to have been made by a sharp instrument. This cut was probably made to facilitate removal of the lens from the eye. Both haptics were intact. No foreign materials or particles were seen on the lens.there was no evidence to suggest that any aspect of the lens was responsible for the patient not seeing properly. (B)(4).

Event description:
Lenstec, inc. Received an email notification stating "lens was implanted (B)(6) 2018 and explanted on (B)(6) 2018. Patient complaint of not seeing properly. Doctor removed lens and implanted hd +19.25, made an incision to remove and replaced the lens without needing sutures and no adverse event with the patient."